Manufacturer narrative:
Review of the device history record for the lot in question confirmed all parts met manufacturing requirements prior to release. There is no suspected device failure. The reported patient complication is an inherent risk to this type of procedure. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.

Event description:
Upon gaining transseptal access, the baylis medical protrack pigtail wire was inserted into the left atrium. The wire was not immediately visible on intracardiac echocardiography (ice) ultrasound. The wire was located once the transseptal sheath had been fully removed out of the left atrium. A flexcath cryo guide sheath was then inserted over the protrack wire and into the left atrium. The cryo cath was first visualized in the left atrial appendage and then retracted back into the left atrium. Once back in the left atrium, an effusion was first noticed on ice and confirmed by a change in pressure. The interventional cardiologist intervened in the procedure to drain and the case was aborted. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. This report is being submitted as the baylis medical device was among the many devices used during the procedure.